Event description:
It was reported that an error code occurred on an external pulse generator. Technical services recommended the caller remove the battery to reset it and turn the device on again. The caller was unable to duplicate the error code. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).